Event description:
It was reported that during an ankle arthroscopy procedure using a 45 degree pick microfracture instrument, the tip of the pick broke off while inside the surgical site. As there was no intra-operative x-ray available, the surgeon was unable to locate the broken tip, abandoning it inside the ankle. After the procedure, the patient was awakened and taken for an x-ray, which revealed that the broken metal piece remained in the ankle. The patient was informed immediately and was advised that additional surgery was needed to remove the foreign body. Three weeks after the initial procedure, the patient underwent a successful second procedure to remove the foreign body that was left from the initial procedure. The patient claims to still be experiencing the same level of pain that she had prior to the initial surgery.